Manufacturer narrative:
Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Date returned to manufacturer. (B)(6). The 510k#unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30 october 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that the screwdriver shaft broke during the removal of a screw which also causes the screw and locking nuts to be cross threaded after that. Surgery name: open tlif, patient condition: stable, patient harm: increase blood loss, prolongation of the surgery: 20 minutes. - no other patient harm except increase blood loss. No fragments were generated, the procedure was completed successfully, actions were taken to complete the case and prevent further blood loss in the patient: revise the screws and locking screws as rapid as possible patient condition now: stable. This complaint involves 4 parts, (3) of these parts were deemed concomitant. Upon receipt, they were examined and made reportable. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the head of the universal degen screw is separated from the screw shaft and one side wall is cracked. The components show worn off areas. Because of the damage the dimensions cannot be checked to the valid specifications anymore. The device history record review shows that the device met fully to our specifications at the time of manufacturing in october 2015. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred in (B)(6).